Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain and cloudy bag. The abdominal pain and cloudy bag occurred 15 days prior to the peritonitis diagnosis. It was reported that pd therapy was discontinued a day prior to the peritonitis diagnosis. The same day as the peritonitis diagnosis, the patient was hospitalized due to the event. On an unknown date, the patient was treated with unspecified "double" antibiotics for the event. The patient was discharged from the hospital 11 days after admission. The patient was transferred to hemodialysis 13 days after the peritonitis diagnosis. At the time of this report, the patient outcome was unknown. No additional information is available.